Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, using this vigileo monitor, the displayed stroke volume was 15 or 20 ml/beat. Zeroing was possible but the customer considered the displayed value incorrect and exchanged the monitor. The issue was solved after exchanging the monitor. The expected value was unknown. The patient was not treated based on the incorrect value. There was no patient injury reported. Patient demographic information requested but unavailable.

Manufacturer narrative:
The vigileo monitor was returned for evaluation. The reported issue was not confirmed by the evaluation. The monitor will be shipped to the customer. The device history record was reviewed; no related non-conformances were found. No escalation is required. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Stroke volume readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.